Manufacturer narrative:
Device is not returning for evaluation. It is unknown if the device was discarded as no information was provided other than the device is not being returned. Investigation is ongoing therefore the root cause cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during a gynecological treatment, during which tissue was removed, the user noted the forceps did not function as expected, functionality was intermittent. After releasing the forceps, a signal tone sounds after a short moment. This did not occur with the reported forceps. Another forceps was used and the intended procedure was completed. No harm to the patient was reported. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The following sections were updated: d8, g3, g6, h2, h4, h6, and h10. As the device was not returned to olympus for evaluation, the root cause could not be conclusively determined. Damage to cord or coagulation button may have been incurred as a result of mishandling during use leading to failure of the device. The failure may have also been caused by the user not grasping enough tissue between the jaws causing the jaws to come in contact with each other. When this occurs and the power is activated, the instrument will short out and the generator display will show ¿re-grasp¿. Release the forceps jaws so they are not in contact with each other and the device will become operational. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: if there is no steam: a. Add more saline to the gauze pad. B. Ensure that both forceps jaws are in contact with the saline soaked gauze pad. C. Verify that the electrosurgical generator power switch is on. D. Verify proper connection of the device cord to the generator. E. Check generator function and setting. F. Decrease the amount of gauze pad surface contacting the forceps jaws. Activate electrosurgical unit via the blue coagulation button on the handle or the blue pedal on the footswitch. Coagulating effect will occur to the tissue between the forceps jaws. Both forceps jaws should be in equal contact with tissue for optimum coagulation. If forceps jaws come in contact with each other when the power is activated, instrument will short out and the generator display will show ¿re-grasp¿. Release the forceps jaws so they are not in contact with each other and the device will become operational.